Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was break. Blood glucose was unknown. Customer stated that sensor of the same lot couldn't start since the signal wasn't found. Customer reported that after having removed them, he noticed that the electrode was missing. The insulin pump will not be returned for analysis.